Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial tachycardia arrhythmia. Therapy did not terminate the rhythm and shock therapy was exhausted. Boston scientific technical services (ts) discussed programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.